Manufacturer narrative:
(B)(4). The device was received in good physical condition. The devices was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). No continuous activation was noted during testing. There were no anomalies noted with the functionality of the device. The instrument was disassembled and no evidence was found as to what could have contributed to the continuous activation issues. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure the instrument would activate on its own inside the patient's abdomen which might cause injury. No patient consequences reported.